Event description:
It was reported to philips that the system did not boot up completely. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not boot up completely. Upon troubleshooting fse found that a software load timeout problem affecting both the current and new suite pc; fse tried to reload the software, but it failed to reload. To resolve this issue, the fse replaced suite pc and xray pc. The defective suite pc and x-ray pc were returned to philips for analysis. After analysis of x-ray pc found that hdd and ssd were missing whereas suite pc failed due to missing ssd. The system was returned to use in good working order. The codes were updated based on the investigation outcome.